Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the mother that the customer's insulin pump stopped working and was exposed to water. Customer was also hospitalized last (B)(6) 2013 due to high blood glucose and the insulin pump stopped delivering insulin. No blood glucose reading provided.